Event description:
Ventilator alarmed for apnea. Ventilator message indicated: back-up ventilation. As patient was on a set rate the device alarms were reset. The ventilator did not deliver breaths. Exchanged ventilators and the patient did not desaturate.